Manufacturer narrative:
Additional information received indicated that the patient was reported as non-compliant, with the driveline cable curled at times. The patient would also arrive at clinic with no dressing and a twisted driveline. The patient receives education at each visit. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad driveline is a cable that connects to the implanted pump and passes through the skin to connect to the external lvad system components. The instructions for use (IFU) and patient manual caution the user to not pull, kink or twist the driveline or the power cables, as these may damage the driveline. Special care should be taken not to twist the driveline while sitting, getting out of bed, adjusting the controller or power sources or when using the shower bag. Users are to examine the driveline for evidence of tears, punctures or breakdown of any of the material during exit site dressing changes. The IFU and patient manual also cautions users that they should not attempt to repair or service any heartware equipment. If service is required, they should contact their doctor, nurse or vad coordinator. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The IFU and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. In addition, failure to ensure a secure connection between the driveline and controller may cause an electrical fault. A fault in the continuity of the pump to controller connection could be in the pump, driveline and connector or within the controller. When this alarm condition occurs, the pump will be running on a single stator and will consume slightly more power. The IFU and patient manual caution the user to always have a backup controller available and programmed identically to the primary controller. Additional system component being reported for this event: (B)(4)-catalog-1403us, exp date-03/31/2017. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient called site stating he had "electrical fault" alarms. He denied trauma to the device. When the patient presented to the hospital, the driveline cable was noted to be bent at a 45 degree angle. Per site report, he came in to clinic without a dressing or the driveline bent but they have provided education at each visit. The patient was previously sedated for transesophageal echocardiography (tee) and was resting supine in intensive care unit (ICU) bed. Patient was on heparin drip (900 units/hour).  The clinical engineer inspected the driveline and observed damage to the other sheath and inner lumen. The wires were exposed. Slight damage was noted on the wire insulation. "Electrical fault" alarm was ongoing.  Sheath tape was used to insulate each wire individually. A driveline sheath repair was then performed per procedure. Electrical faults were not reproducible with manipulation. The pump driveline was then disconnected to clear the alarm. The pump started normally on dual stator and no additional "electrical fault" alarms were logged. Pump off time was 3 seconds. The patient did well and remained asymptomatic throughout procedure. Pictures, service report form, and controller log files were sent.

Manufacturer narrative:
Product event summary: the ventricular assist device (vad) driveline and the controller were not returned for evaluation. A review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed that the first electrical fault alarm occurred on (B)(6) 2017 at 15:15:06; confirming the reported event. The electrical fault alarm was due to an overcurrent condition on the rear stator. This resulted in the vad running on a single stator (front only). The electrical fault alarm never cleared, remaining active throughout the event. A high watt alarm was logged on (B)(6) 2017 at 15:53:17. The overcurrent condition caused the power to increase above the power limit set by the user (five watts), triggering the high watt alarm. The high watt alarm cleared seven seconds later. A vad disconnect alarm was recorded at 16:41:01, clearing the electrical fault alarm. On-site inspection revealed damage to the outer sheath and inner lumen; the wires were exposed with slight damage noted on the wire insulation. Each wire was insulated to prevent further overcurrent trips. Additionally, degradation of the driveline outer sheath was observed. A sheath repair was performed to further mitigate the reported conditions. Based on historical review of similar events, the most likely root cause of the driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. Based on the available information, the most likely root cause of the electrical fault alarm can be attributed, but not limited to driveline sheath damage due to uv light exposure and/or due to improper handling (site reported that the patient was non-compliant, with the driveline cable curled at times). Additional products: brand name: heartware ventricular assist system ¿ controller 1.0, medical device: model #: 1403us / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device mfg date: 31-mar-2016. Labeled for single use: no. (B)(4) .if new information is received, the file will be re-opened and a supplemental will be submitted.

Manufacturer narrative:
Product event summary: the driveline and the controller were not returned for evaluation. A review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed that the first electrical fault alarm occurred on 03/22/2017 at 15:15:06; confirming the reported event. The electrical fault alarm was due to an overcurrent condition on the rear stator. This resulted in the pump running on a single stator (front only). The electrical fault alarm never cleared, remaining active throughout the event. A high watt alarm was logged on 3/23/2017 at 15:53:17. The overcurrent condition caused the power to increase above the power limit set by the user (5 watts), triggering the high watt alarm. The high watt alarm cleared seven (7) seconds later. A vad disconnect alarm was recorded at 16:41:01, clearing the electrical fault alarm. On-site inspection revealed damage to the outer sheath and inner lumen; the wires were exposed with slight damage noted on the wire insulation. Each wire was insulated to prevent further overcurrent trips. Additionally, degradation of the driveline outer sheath was observed. A sheath repair was performed to further mitigate the reported conditions. Based on the available information, the most likely root cause can be attributed, but not limited to driveline sheath damage due to ultraviolet (uv) light exposure and/or due to improper handling (site reported that the patient was non-compliant, with the driveline cable curled at times). An internal investigation evaluated driveline sheath damages. If information is provided in the future, a supplemental report will be issued.